Event description:
The facility representative reported a colleague pump with a failure code 4:311:1985:0050. The failure code occurred during patient infusion while in piggy back mode. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.